Event description:
On (B) (6)2008, the patient reported that when she tried to prime her insulin infusion tubing a few nights ago, her infusion device displayed the stop sign and would not allow her to cancel the prime. The patient was instructed to begin a prime. The device started priming but immediately displayed the stop sign. The patient stated she could hear the motor running but when she tried to stop the prime, the device would not respond to her button presses. The device performed a full prime while the stop mode was displayed. The patient was assisted in setting up her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.